Event description:
On (B)(6) 2026 at 11:30 am, I underwent an MRI of the brain (w/out contrast) at (B)(6) hospital in (B)(6). During the 3rd set of MRI series, which lasted approximately 7 minutes, I began to experience a pulsing headache which corresponded to the loud knocking noises of the machine. This headache was brief but intense and corresponded with a strong feeling of vibration of my left arm, which held the emergency call button, and was closest to the bore of the MRI. Additionally, I experienced muscle twitches through the left leg, which appeared to target my peripheral nerve. A feeling of heat spread across my back. These sensations were brief but intense and I did not press the emergency call button as I was not given any instructions on when to press the emergency call button. Also, I was prior to this, I was informed by the radiology tech that this would be the final set of 3 series and I was hesitant to stop the MRI, fearing that clinical data would be lost and I would have to repeat the procedure. The MRI ended and upon getting dressed, I felt pain in my sacral area, described as "burn like" and witnessed a patch of redness that spread throughout the gluteal cleft/sacral area. In addition to pain and redness, I experienced neurological issues (numbness, tingling, heavy sensation in hip area and in my legs). I immediately took photographs to document and informed the hospital's patient advocate, who advised that I return to the radiology department, who upon clinical assessment, personally referred me to the hospital's ER room. Later in the same day, the evening of (B)(6) 2026, I felt a continuous severe feeling like that of a burn, almost like a sunburn, over a larger portion of my back, and took photographs to document the extensive areas of redness that had developed and which included patches of red, including a red streak in the appearance of a cable and a lumpy, purple-maroon lesion that had developed on my lower back. The redness was transient, but the pain worsened over time and within 24 hours, I noticed a change in the texture of my skin: it felt tight, appeared shiny and had areas of peeling/flaking skin. In addition to these observations, it was noted that during the MRI, I was not provided with the MRI manufacturers recommended 1 cm thick padding and instead was simply draped in a standard hospital blanket. Additionally, the cable to the emergency button was placed in such a way that it made contact with my skin during the MRI and may have been in a looped position during the exam. Probable rf burns from MRI.